Event description:
During a laparoscopic cholecystectomy, surgeon was using a spatula cautery tip for coagulation and when the scrub tech was cleaning the char off the tip, she noticed that the plastic coating of the spatula was peeling. The nurse opened a replacement tip and after the first use, the same thing occurred with the spatula tip. The tips were removed from patient care and turned into the specialty leader for further inspection.